Event description:
One and a half years post uae, heavy menstrual bleeding recurred. Hormone levels normal one month prior to uae, and post-menopausal one month post uae. Progestin ineffective. Hysterectomy recommended.